Manufacturer narrative:
Date of initial report : 2017-04-20 one lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found excessive amount of eschar build up on jaw. The customer reported that the device was difficult or impossible to open. The reported condition was confirmed. The investigation found excessive amount of eschar buildup on and around the jaw. The jaw was not able to open because of the eschar buildup on and inside the device jaw. The investigation identified the root cause of the reported event to be user error for improper cleaning of the device.

Event description:
The customer reported the jaws of the device did not open. No tissue damage. No bleeding. No patient injury reported. Another device was used to complete the procedure.